Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working before and after a battery change. Customer's blood glucose was 500 mg/dl at the time of incident and treated with a shot. Troubleshooting found that the pump started to work for the customer but then the call was disconnected. No further details given.